Event description:
It was reported that the implantable neurostimulator (ins) was replaced, due to end of service. There was concern because the first device lasted almost five years, and this device lasted only 11 months. Following replacement, the patient had adequate stimulation and was discharged from the clinic.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.